Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the device was recieved and analyzed. The primary analysis results reviewed no anomolies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the device was received and analyzed. The primary analysis results reviewed no anomalies found.

Event description:
It was reported that during the procedure to replace the lead due to apparent fracture, the lead wire 'hit' some scar tissue. As a result, the patient suffered a hemopneumothorax, and was treated accordingly. The lead was capped and replaced. The device exhibited a low battery indicator and the was complained of being "defective." The device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Asku